Event description:
The patient contacted animas on (B)(6) 2012 reporting that they went snorkeling with the pump for about 20 minutes and after she came out of the water, it started to beep. The patient reported that the buttons were no longer functioning. The patient reported that there was corrosion in the battery compartment. The patient reportedly wore the pump exterior to a garment and cleaned the pump with alcohol wipes. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013] - device evaluation: the pump has been returned and was evaluated by product analysis on 12/05/2012 with the following findings: the keypad was found to be peeling. The "up", "down" and "ok" buttons were found to be unresponsive. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the battery compartment was found to be cracked and moisture was observed inside the pump.